Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. There was no reported adverse reaction to the customers blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, which is off label per the tandem user guide.